Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) replaced the high resolution stereo viewer (hrsv) due to no signal in one or both eyes. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The hrsv was analyzed by failure analysis and confirmed the reported issue. The monitor was installed on the right side of the printed circuit assembly (pca) test system. Upon power up, the system booted up with no issues, except the right eye monitor was completely dead. No images were being shown on the right eye of the surgeon side console.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the right eye had lines in the surgeon's console. Customer confirmed no issues with the other screens or the vision side cart (vsc) with right eye selected. Customer had issues on all three procedures and issue had gotten worse. Customer had not restarted the system. The customer was completing the case and would call back after the case to do hard restart. Customer later contacted intuitive surgical, inc. (Isi) technical support engineer (tse) for assistance on hard power cycling the surgeon side console (ssc). The tse guided the customer through a power cycle of the ssc using the ssc breaker. The system powered up and the right eye was missing. The tse then walked the customer through a second power cycle and the right eye was missing a second time. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system did power on without issues and then during the case the surgeon noted lines through the right eye. The surgeon was able to complete the procedure with the same system with both eyes present however the lines on the right eye made it challenging. The issue got worse throughout the cases for the day. The surgeon did not want to restart the system as she was concerned that it would be completely off. The issue might have been because they moved the system from one room to another and in doing so there might have been dust that got into the blue fiber cable. All three procedures were completed with the same system.

Manufacturer narrative:
Correction: h2 was incorrectly selected as "response to FDA request". The field should be blanked in the initial MFR report number 2955842-2023-20885 as it was not a response to the FDA request.

Event description:
Refer to h10/h11 for follow-up information.